Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly a pcu module will not power on, therefore the front case keypad will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Correction: g5-510(k). The customer¿s report that allegedly a pcu module will not power on was not confirmed. However, the pcu did unexpectedly automatically power on. External and internal inspection was performed. During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, the keypad was found with signs of contamination where the flex cable meets the circuit layer. The front case keypad was connected to the cad pcu test fixture for functional testing. The device unexpectedly powered on and the keypad system on light stayed lit. A low resistance among the keypad traces when tested with a digital multimeter was observed where infinite resistance was expected to have been measured. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of (B)(4)2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(4)2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the pcu automatically powering on is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported that allegedly a pcu module will not power on, therefore the front case keypad will be replaced. There was no reported patient involvement.